Manufacturer narrative:
The reported event of pressure sensor issues file was opened to document an event that the customer reported. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 03/01/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that pump modules purchased in 2016 have had pressure sensor failures and their internal inspection found the old pressure sensor design. No patient involvement was reported.